Manufacturer narrative:
Approximate age of device ¿ 1 year 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was diagnosed with gastrointestinal (gi) bleed in (B)(6) 2015. The patient was admitted for workup from (B)(6) 2015 to (B)(6) 2015. Upper endoscopy on (B)(6) 2015 was negative.

Manufacturer narrative:
Device evaluation: the patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.